Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter is giving inaccurate high reading of ¿265 mg/dl¿ compared another meter reading of ¿188mg/dl.¿ this complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with an insulin pump. On (B)(6) 2013, the patient allegedly obtained the reported reading and took 3 units of humalog insulin. Within 2 hours, the patient stated he developed symptoms described as ¿confused and sweating.¿ at the time of concern, there was no report of any required medical treatment. During troubleshooting, the patient verified the readings were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The unit of measurement was correctly set. The patient did not have any control solution to perform a quality check. The test strips were in good condition and within the discard date. The patient was using the testing procedure per the instruction for use. This complaint is being reported because the patient took insulin based on the alleged lfs meter reading and subsequently developed symptoms that can be suggestive of hypoglycemia. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
This correction is being sent to add additional information that was missing from a previous supplemental report.follow-up # 2 (6/26/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/3/2013 with the following findings: the meter has passed testing. The complaint relating to this device could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.